Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error, he cleared the alarm, and then the insulin pump alarmed for off no power. The blood glucose reading was 115 mg/dl. The battery had not been previously used and there were no unattended alarms. A new battery was inserted and the insulin pump returned to normal function. The customer was sent a new battery cap and advised to monitor the issue. The insulin pump was not returned or replaced.